Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that blood glucose levels have decreased slower than expected after a meal bolus was delivered. Reportedly, there was medium size air bubbles present in the tubing. Customer was able to successfully prime the tubing to expel the air bubbles. Customer's blood glucose level was 200 mg/dl.